Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day after a successful cryo ablation procedure, the patient had palpitations and shortness of breath. Fast atrial flutter was identified on electrocardiogram (ECG). Adenosine was administered with no effect. The tachycardia slowed down, showing atrial flutter. The patient was transferred to the intensive care unit (ICU) and was hospitalized. Intravenous and oral medications were given. The issue resolved. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.